Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the nurse noted ¿ after turning patient, there were no waveforms on the ventilator. Saturation declined to 57%, with drop in mean arterial pressure (map) to as low as in the 30¿s, patient heartrate (hr) increased. Identified disconnection between the humidifier and the inspiratory limb; no alarm to alert this disconnection.¿ although requested, information pertaining to patient intervention has not been provided.